Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , evaluation notes, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, intermittent image was confirmed. The unit was tested with a test cv-190 video processor and an ltf-s190-5, gif-h180, gif-h190 and cf-hq190l tests scopes. The video image was functioning as normal. However, damaged scope tab not protecting the socket pins and corrosion in the air tubing were noted. Since intermittent image resulted from damaged scope socket failing to communicate with endoscope, it is presumed that the phenomenon occurred with the 190 scope. In addition, aging deterioration with long-term use was a cause of the phenomenon, as the subject device was manufactured six years ago. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed the issue only occurs with the 190 series scopes. Tac mentioned a potential fault with the processor or light source. The customer was unable to duplicate the problem in the biomed lab and opted to send in the clv-190 for evaluation with the repair center. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source imaging is intermittent with the 190 series scopes. There was no patient involvement, there was no harm or user injury reported due to the event.